Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 08/03/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found no visible or physical damages to the platform. A review of the platform's archive data was performed and found multiple occurrences of user advisory (ua) 41 (patient temperature sensor failure) on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. The reported ua 41 message was not duplicated during functional testing of the returned platform. No issues were found when the fan vents and patient temperature sensor cabling were checked. A run_in test using a test mannequin was performed for approximately 30 minutes without any issues. The platform successfully passed functional testing. Based on investigation, no parts were identified for replacement. In summary, the customer's reported complaint of the platform displaying a ua 41 message was confirmed through review of the platform's archive data but was not replicated during functional testing. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported complaint. Specifically, no issues were observed when the fan vents and patient temperature sensor cabling were checked. The platform passed all final functional testing without any issues. Therefore, a root cause for the reported ua 41 message could not be determined.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. No patient involvement was reported. No further information was provided.